Event description:
Patient was entered by patient name. The name displayed by the system was entirely different than the patient name on the specimen. It appeared that certain numerical postions in patient look up were occupied by a spurious space holder consisting of not-in-mr (the patient ID#) and birthdatedevice not labeled for single use. Patient medical status prior to event: unknown. There was multiple patient involvement. Number of patients involved: .device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.